Manufacturer narrative:
Patient code 3191 captures the event of prolonged surgery. The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The lead appeared normal and passed electrical measurements testing. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long-term safety performance, e.g., low dislodgement and perforation occurrence. The single-filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that this right ventricular (rv) lead was implanted during an emergent pacemaker implant procedure, where the patient had presented to the hospital in asystole. The lead was placed on the mid-septum, but when the helix was extended noise, low r-wave amplitudes, and no capture were observed. The lead was repositioned, with the same results. The testing cables on the pacing system analyzer (psa) were replaced, but this did not resolve the issue. The lead was repositioned to the apex, but then the helix would not extend with 30 turns. Due to the patient's condition, this lead was removed and another lead of the same model was implanted with reasonable measurements. An atrial lead was implanted next but had to be repositioned three times before acceptable measurements were obtained. The leads were sutured into place and connected to the pacemaker and measurements remained stable. However, when the temporary pacing wire was removed from the patient, it dislodged the ra lead. Due to the patient's condition the ra lead was simply explanted and the device programmed to vvi mode. Following the procedure, the helix of the attempted rv lead was tested outside of the patient's body and was functional. No adverse patient effects were reported due to the use of the rv lead. The attempted rv lead was returned for laboratory analysis. The ra lead was discarded.

Manufacturer narrative:
(B)(4). The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this right ventricular (rv) lead was implanted during an emergent pacemaker implant procedure, where the patient had presented to the hospital in asystole. The lead was placed on the mid-septum, but when the helix was extended noise, low r-wave amplitudes, and no capture were observed. The lead was repositioned, with the same results. The testing cables on the pacing system analyzer (psa) were replaced, but this did not resolve the issue. The lead was repositioned to the apex, but then the helix would not extend with 30 turns. Due to the patient's condition, this lead was removed and another lead of the same model was implanted with reasonable measurements. An atrial lead was implanted next but had to be repositioned three times before acceptable measurements were obtained. The leads were sutured into place and connected to the pacemaker and measurements remained stable. However, when the temporary pacing wire was removed from the patient, it dislodged the ra lead. Due to the patient's condition the ra lead was simply explanted and the device programmed to vvi mode. Following the procedure. The helix of the attempted rv lead was tested outside of the patient's body and was functional. No adverse patient effects were reported due to the use of the rv lead. The attempted rv lead was returned for laboratory analysis. The ra lead was discarded.